Event description:
Patient fell and experienced a peri-prosthetic fracture requiring removal of stem construct and repair with cables and restoration modular revision stem construct.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a rejuvenate modular stem construct was reported. Conclusion: the modular neck does not interface with the femoral bone. There is no indication that the product reported in this investigation contributed to the event.

Event description:
Patient fell and experienced a peri-prosthetic fracture requiring removal of stem construct and repair with cables and restoration modular revision stem construct.

Manufacturer narrative:
There were no reported discrepancies for the referenced lot. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported periprosthetic fracture is considered to be under the scope of this recall. No further investigation is required.. The reported event regarding periprosthetic fracture involving a rejuvenate modular device was confirmed.

Event description:
Patient fell and experienced a peri-prosthetic fracture requiring removal of stem construct and repair with cables and restoration modular revision stem construct.